Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
(B)(6) 2015: this concerns a previous event mentioned in a complaint that was registered as (B)(4). In that complaint, the complainant said that it was the second event in three months concerning an eds3 drain, specifically a separation possibly due to stripping of the tubing. We asked for further information. (B)(6) 2015: informed that the event that occurred 3 months previously was related not to an eds 3, but the luer lock from a bactiseal 82-1745. Discussing with rep, complainant realized that someone used a clamp or other instrument that damaged the lock, that the drain was fine, that this was a user error issue. Complainant threw away product. See attachment for details.